Manufacturer narrative:
Technical support performed over the phone troubleshooting with the customer and confirmed channel error. Tech support recommended to replace logic board as customer will send unit back for warranty repair. A serial number was not provided; therefore, a review of the device history record cannot be performed. Over the phone troubleshooting.

Event description:
It was reported that there was a channel error on the device. There was no patient involvement.

Event description:
It was reported that there was a channel error on the device. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a channel error on the device. There was no patient involvement.